Event description:
It was reported that the patient returned the subject device for swap with the information "out of order". No other information was provided.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190320 - file-2017-01816 - analysis_and_closure_report_resp-2019-00402.pdf].

Event description:
It was reported that the patient returned the subject device for swap with the information "out of order". No other information was provided.